Manufacturer narrative:
The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow a confirmed root cause for the event. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports when placing the catheter, the physician noticed that the tip of the dilator broke. There was no excessive pressure on the catheter. The device broke at its distal part, a few millimeters from its tip. The tip was not totally introduced in the patient; therefore it was easy to remove it. The extra surgery time was less than 30 minutes. There was no harm to the patient.

Manufacturer narrative:
A device history record (DHR) review was performed and no discrepancies that may have contributed to a complaint of this nature were found. The sample was returned for evaluation. The sample consisted of one pull apart sheath with its respective dilator. This device was returned presenting signs of use (the pull apart was yellow). Visual inspection was performed and it was observed that the tip of the dilator was broken. In addition, the sample was magnified and analyzed and no marks that could indicate the use of any instrument were found. An ishikawa diagram was used to determine the potential causes for this event. The reported condition has been confirmed. Based on all gathered information, the most probable root cause for this event can be considered as material. The valved pull-apart sheath dilator is a component purchased from a supplier. The incoming department performed the acceptance sampling inspection for the lot. The quality evaluation results indicated that the product met specification requirements. During sample evaluation, the dilator material presented pores (cavities, channels or interstices) in the broken section of the tip, with no evidence of tools or instruments marks. This material condition could contribute to the reported event, given the normal stress applied to the dilators during these medical procedures. The supplier was contacted and stated that the issue reported had been seen prior. The supplier discarded this as an issue related to their manufacturing process and indicated that this issue could be related to the tubing material. Based on the previous information, we have issued a supplier corrective action report (scar) in order to document all investigation evaluation and findings reported. No complaint triggers or trends were identified. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
The customer reports when placing the catheter, the physician noticed that the tip of the dilator broke. There was no excessive pressure on the catheter. The device broke at its distal part, a few millimeters from its tip. The tip was not totally introduced in the patient; therefore, it was easy to remove it. The extra surgery time was less than 30 minutes. There was no harm to the patient.